Manufacturer narrative:
The customer reported there was air in line, and it was resolved upon changing the tubing. The customer returned one used sample of material 2426-0007, lot 25065092. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water, and then pressurized and capped in order to test for any cuts or issues with the tubing. Air in line is commonly caused by damage to the set, preventing a watertight seal. In this case, the complaint of air in line could not be verified, and no issues were observed after testing. The root cause for the air in line could not be identified without a replicated failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set had air in line the following information was received by the initial reporter with the following verbatim. It was reported by the customer that IV tubing causing pump to alert air in line frequently despite changing channel.